Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) failed a pulse test.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (ailed pulse test) has been confirmed. Upon investigation the monitor was resetting and failed an incoming pulse test with a 189.4j monophasic pulse. The cause for the failures was isolated to a shorted q13 igbt (insulated-gate bipolar transistor) on the monitor defibrillator pca. The root cause for the shorted transistor could not be positively identified. No adverse event resulted from the defective monitor.